Event description:
The patient reported exposed and frayed wires of the power supply cable. The power supply box and cable were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The reported device was corrected and changed from patient electronics system to power supply. The results of the investigation are inconclusive since the device was not returned for analysis. The reported event that the "unit no longer power on" was resolved after a power supply and power cord replacement was performed by rcts on (B)(6) 2024. A review of the merlin logs confirmed that readings were taken and sent successfully in subsequent days after the event of (B)(6) 2024, indicating that the issue was resolved. In the case more information is received that may contribute to the conclusion of this investigation, the investigation will be re-opened and undergo additional investigation activities, as appropriate.